Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected the transfer set from the patient line of the homechoice set, when hp returned the homechoice machine was alarming. In an endeavor to correct the issue, hp reconnected the transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.